Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733619, lot/serial #: 081217021 ; product ID: 9733611, lot/serial #: (B)(6) ; product ID: 9732266, lot/serial #: (B)(6). H3) the power supply was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned power supply had normal output on all ports when connected to ac. No problem found. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. The splitter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned splitter displayed a good image for each output when connected to a known good system. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, lot/serial #: (B)(6) ,h3) the computer was returned to the manufacture for analysis. The computer boots normally to the application screen. The installed programs all start and run normally. No video issues were observed. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that troubleshooting was performed and the computer was replaced but the system remained in low power supply. The video splitter was replaced and the system then worked as intended. The probable cause of the reported issue was that the low power supply was damaged. After it was replaced the system was working correctly. The next step was to replace the lower power supply.

Manufacturer narrative:
E) initial reporter updated. H2) additional information was added to the event description. H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of the event. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The system would not boot. The manufacture date was not known at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a black screen showing a message ¿no signal¿. The system did not boot, when it was powered on it shows black screen and a message ¿no signal¿. The next step was to replace the computer. No patient was present at the time of the event. Additional information was received stating that the site tried several times to restart the system. The system did not boot after several restarts.